Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.